Event description:
The customer reported a delay in patient care and the patient deceased. The device alarms were silenced and the profile configuration of the device was changed to comfort care. The device was in use and the customer requested an evaluation of the device logs. Philips is in the process of obtaining additional information and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported that a caregiver possibly erroneously silenced alarms and changed the configuration of the device to comfort care. The event occurred between 1153-1207 hrs, (B)(6) 2022. The patient involved in the event died. The customer would like to have logs evaluated to aid in their investigation of the event to confirm if it was caused by user error or device malfunction. A philips field service engineer (fse) went to the customer site. The pse obtained the audit trial logs from the piicix. A philips product support engineer reviewed the audit trial logs and determined that alarms were generated during 1153-1207 hrs, (B)(6) 2022 for bed label ed 07 and the alarms were acknowledged. It was also determined that the x2 device was unplugged at 12:07:18. The pse concluded the device functioned according to specification during the event. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found. No further investigation or action is warranted at this time. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? Yes. The device was in clinical use at the time of the event. Was there any adverse event to the patient or user? If yes, describe? Yes. The patient died. If there was an adverse event, did the device cause or contribute to the adverse event, and how? The device did not cause or contribute to the adverse event.

Event description:
The customer reported that a caregiver possibly erroneously silenced alarms and changed the configuration of the device to comfort care. There was a delay in patient care and the patient deceased. The device was in use at the time of the reported event. Audit logs from the device were reviewed by a philips product support engineer (pse) and determined that alarms were generated and acknowledge. Additionally, the pse determined the x3 device was unplugged at the time of the event. The pse performed an evaluation/analysis and determined the device was working as intended with no failures found. The device remains at the customer site.